Event description:
(8/31/06) internal audit revealed that the MDR on this lead was not generated, but was generated on the device. MDR on the device was not needed as the problem was found to be with pace/sense portion of the ICD lead. Please reference belos vr-t, MDR# 1028232-05-0134. Lead retained in pt. New pace/sense lead implanted to resolve the oversensing.